Event description:
It was reported that the pump was not exposed to extreme temperatures, but a temperature alarm occurred. Customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 430 mg/dl.